Manufacturer narrative:
G1: the device was manufactured at one of the following facilities: baxter healthcare - cartago. 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Cartago 30106 costa rica. Baxter healthcare - aibonito rd 721 km 0 3 po box 1389. Aibonito 00705. Puerto rico. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a one-link non-dehp microbore catheter extension set was broken which resulted in a blood leak. The needless connector set fell apart. This occurred during patient use. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
Additional information was added to h6 and h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.